Manufacturer narrative:
The customer reported that two autopulse platforms (s/n (B)(4)) experienced the issue of a ua 16 (timeout moving to take-up position) occurring on the same day of (B)(4) 2015. Please see related MFR report: 3010617000-2015-00409. The autopulse platform (s/n (B)(4)) was evaluated by the distributor and was not returned to zoll (B)(4). Investigation results are summarized as follows: visual inspection was performed and no physical damages were observed. The platform was functionally tested and the reported complaint was confirmed. Further inspection determined that the brake was locked. After unlocking and readjusting the brake, the platform was retested and passed functional testing with no user advisories or warnings observed. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint was confirmed during functional testing. Inspection of the device determined the cause of the ua 16 to be that the brake had locked and seized. After unlocking the brake, the device passed all test criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory 16 (timeout moving to take-up position) message. There was no report of any patient involvement. No further details were provided.